Event description:
It was reported that prior to the start of a da vinci-assisted prostatectomy-radical w/lymphadenectomy surgical procedure, the maryland bipolar forceps instrument shaft was misaligned a chip was observed at the tip. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. The instrument was found to have the main tube broken. A piece measuring proximately 0.039¿ x 0.066¿ was not returned with the instrument. The root cause of broken instrument main tube is typically attributed the user. Additional observation not reported by site: the instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.112¿ - 0.133¿ in length and were not aligned with the tube axis. The root cause of scratch marks /abrasions instrument main tube is typically attributed to the user.